Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the following sections were corrected: d4(lot number and UDI#). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during the central post reaming, the reamers split. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: sbgl3007; lot: 65877256; modular center post reamer; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00465.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d4 (UDI#), h4. Mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the end of the cutting feature is split on both devices. Both devices show wear & tear that indicates repeated use. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.